Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/30/2016 with the following findings: a review of the black box showed data from (B)(6) 2016 to (B)(6) 2016; the data from the time of the complaint was overwritten due to continuous pump use. The current black box data showed no evidence of short battery life. The battery cap was not returned with the pump for investigation; a test battery cap was used to complete investigation. There was evidence of moisture contamination inside the battery compartment and a battery compartment leak. The test cap was able to fully tighten and the pump powered on normally. Current draws were within required specifications. The complaint could not be confirmed or duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a battery life issue with evidence of battery compartment moisture ingress. No additional information was provided and troubleshooting could not be performed. Several unsuccessful attempts have been made to contact the patient. There was no indication of a serious injury. This complaint it being reported because the reported issue remained unresolved.